Manufacturer narrative:
Zimvie complaint (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer reported that they think that they may have an implant with damaged threads.

Manufacturer narrative:
This report is being submitted to report additional information. Follow up with the customer yielded the patient identifier. The following sections are being reported: a1: patient identifier. H2: if follow-up, what type. H10: additional narratives/data. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.